Event description:
The following was reported by the attorney for the patient: (B)(6) 2005: the patient had a bard mesh plug (unknown bard mesh perfix plug) implanted to repair a hernia defect. On (B)(6) 2006: the patient had the mesh plug (unknown bard mesh perfix plug, no product or lot number) explanted and a bard ventralex hernia patch (no product or lot number) implanted. The attorney alleges, the patient has suffered and will continue to suffer physical pain. The composix kugel patches (unknown bard mesh perfix plug and ventralex hernia patch) used in patient's hernia repair surgery failed, resulting in patient's suffering pain and harm. The patient was seriously and permanently injured.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. The report does not identify a specific device issue and no product was returned for evaluation. Additionally, the attorney references composix kugel patches throughout complaint, however, he alleges the bard mesh plug and bard ventralex hernia patch as being implanted in the patient. Therefore, we are submitting this report as an unknown perfix plug. Based on the currently available information, it is unknown whether the device may have caused or contributed to the event. No conclusion can be drawn at this time. See MDR 1213643-2011-00219 for information related to the ventralex mesh implanted on (B)(6) 2006.